Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported the unit is indicating a system malfunction. There was no reported patient injury.